Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had micro leaks that occurred over 10 to 15 minutes after intubation and affect the size of the cuff. There was no patient injury.